Event description:
It was reported that the right ventricular (rv) lead had chronic low amplitude r-waves. At the time of device changout the lead was reprogrammed tip to coil thru the new device. The r-waves were acceptable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645 lead implanted: (B)(6) 2002. (B)(4).